Event description:
It was reported that the device bezel assembly was cracked. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn 14323176 was performed from the date of manufacture 02/25/2015 to the present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device bezel assembly was cracked. There was no patient involvement.